Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the intra-aortic balloon. Testing for occult blood within the balloon was negative. The intra-aortic balloon inflated and functioned normally when attached to the sys 97 intra-aortic balloon pump in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned intra-aortic balloon. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product. (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
Check "intra-aortic balloon catheter" alarm sounded from the sys 97 pump. (Event complications: none from the event-reported 5/21/98.) (Pt's current status: unk-reported 5/21/98.)